Event description:
According to customer, a pt sample from 2004 was merged with pt sample info from 2003. Pt (b) sample info from 2003. Pt (b) sample collected in 2004 was assigned a sample ID# by the customer' lab info system (lis). When the sample from pt b with sample ID# was presented to the cx9pro, the instrument merged pt (a) demographics info from 2003. Pt a assigned the same sample ID in 2003. Sample ID merge was identified by the customer when the lis flagged the missing lipid profile results from the test order for pt b. The customer indicated that the sample for pt b was manually programmed and retested after discovery of the pt demographics merge. There were no incorrect results reported. According to the customer, the erroneous result did not affect pt treatment.